Event description:
It was initially reported that the pt's eye became red and painful and the doctor said "he had an abrasion of the cornea and possibly caused by the lenses". Add'l info received on (B)(6) 2012 indicated 10% of the corneal surface was involved in the abrasion, there was no infection and bowman's membrane was not penetrated. The diagnosis was a lens abrasion and corneal ulcer. The issue has resolved though the consumer has not returned to contact lens wear.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).